Event description:
The patient reportedly had the pump for almost five years and it was getting close to the end of battery life. The patient thought there was something leaking in the front of the pump, and there was fluid building in front of the pump. The patient was concerned they broke something. The patient had a fall two or three weeks prior to the report, and they fell on the side of their stomach where the pump was located. The patient¿s concerns had been ongoing since they had the fall. The patient¿s healthcare provider (hcp) reportedly did not see a problem with the pump, though they had not performed any diagnostic exams. They only looked at the placement of the pump. The patient felt that the pump was dislodged, but the hcp stated that everything looked fine. To address the patient¿s concerns, the hcp was going to replace the pump now rather than wait a couple of months. The pump replacement was scheduled for the end of the month. The patient was getting fearful. The medication infused was baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6)2008, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).